Event description:
A customer claims that the device measures low temperature values; 33.1degc. Additional narrative: the device is not available from the consumer, thus an evaluation on the actual product cannot be conducted. These devices are designed according to relevant safety standards and passed all compliance tests.